Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. The patient's blood glucose levels reached 400 mg/dl while wearing the pod on the abdomen for between 1 and 4 hours. Symptoms reported include diarrhea, abdominal pain and vomiting. The patient was treated with insulin utilizing intravenous therapy and insulin injections. The patient was released the same day.